Manufacturer narrative:
(B)(4). The valve was patent and passed siphon and reflux testing. The device performance met all established specifications for pressure-flow and preimplantation testing. However, the valve did not meet the requirements for leak testing due to a small tear in the top of the delta chamber. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. No impact to patient reported. All of our valves are 100% tested at time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the shunt was not functioning properly.